Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
After repair, a unit was shipped back to the customer without spco parameter loaded. Customer responded to a co poisoning and mistook the pi display as the co display. No known impact or consequence to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing it was found that the spco parameter was not loaded into the unit. The display led segments also did not illuminate correctly. Internal examination revealed contamination of the system board. The device was updated with the spco parameter and the system board was replaced. The unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.